Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module board needed to be replaced to address a service required alarm condition. The oxygen blending module board has been replaced. During additional evaluation of the device, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue.